Manufacturer narrative:
This device was returned to mmdg for evaluation. During the investigation, mmdg was unable to confirm or replicate the complaint alleged by the initial reporter. This report is being filed because the event occurred while the device was in use by a pediatric patient. Per our procedures all reports of this type of event that involve a pediatric patient are considered reportable.

Event description:
The initial reporter stated that the pump is delivering air to patient. They stated that they saw air in the tubing and stopped the pump before the air reached the patient. They also stated that the patient was doing fine and they had switched to a new pump. [Complaint-(B)(4)].